Event description:
Complainant alleged that while using paddles during the biomedical department's routine testing and preventative maintenance, the device would not give a "test ok" message. The complainant indicated that there was no patient involvement in the reported failure.